Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed the superior haptic was attached to the optic. After manipulation, the haptic released. One day post-operatively, the patient had an oval shaped pupil, a shallow anterior chamber and a loss of aqueous fluid. The patient had an additional surgical procedure to deepen the anterior chamber and position the lens. During this procedure, the intraocular pressure became too high and th surgeon performed a pars plana vitrectomy. The surgeon was able to properly position the lens and the intraocular pressure returned to normal. In a follow-up visit one day post-operatively following the vitrectomy, corneal swelling was noted and the ucva was 20/400. The surgeon predicts the patient outcome will be "fine". Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 09/11/2007, 09/12/2007 and 09/17/2007 by phone, mail and fax. Additional information was received 09/11/2007 by phone. A completed questionnaire has not been returned.